Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tip separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a 6x40x80 absolute 35 self expanding stent system (sess), when the tip mandrel was removed the distal tip separated from the delivery system. There was no reported resistance during removal of the mandrel. The device was not used and there was no patient involvement. A new same size absolute 35 sess was successfully used to treat the target lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.